Event description:
In early 2023, this individual underwent 3 sessions of aviclear laser (cutera), administered by an outside practice. While she had mild acne prior to aviclear treatment, her acne progressively worsened with each session. She presented for ongoing care 6 months after the last session with aviclear due to her continued flaring acne. Although she had previously not required any prescription acne treatment, she now is still having flaring acne despite treatment with tretinoin, benzoyl peroxide, oral doxycycline, and more recently spironolactone.